Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor is stuck in the serter device. Customer stated that she received a calibration error last night for the sensor. Customer's sensor glucose value was between 250-260 mg/dl last night. Customer's actual blood glucose was 439 mg/dl. Customer changed out the infusion set and there was blood at site. Customer stated that her blood glucose was running high all day. Customer's current blood glucose is 267 mg/dl. Customer stated that she has been treating her blood glucose with her manual injection. Customer stated that when her blood glucose was in the low 200's mg/dl, she treated with the pump. Customer stated that she has a back-up plan of needles and insulin and that she has an appointment with her health care professional on tuesday. Customer was advised to do a complete set change. Customer will be sent a tubing clamp and was advised to call back to do the high pressure test.